Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 0.0 cm to 0.3 cm and at 0.5 cm to 0.8 cm from the proximal side of the lead. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was explanted and replaced.